Manufacturer narrative:
The sample was received for evaluation. Visual and functional testing were performed and the reported issue could not be confirmed. During visual inspection, no damage to the sample was observed. During functional testing, the sample was found to pass the inflation testing. Manufacturing controls are in place to help prevent occurrence of the reported issue. The root cause of the reported issue could not be determined. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the cuff inflation was uneven and specs were observed in the cuff. No patient injury was reported.